Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor was unable to power on. Upon investigation, corrosion was found on components j2005 and tva4, fuse f2001 was open, and tva3 was damaged on the auxiliary (aux) pca. The cause of the inability to power on was the corrosion on the aux board and damaged components. The root cause of the corrosion on the aux board was unable to be positively identified, but is likely due to ingress of an unk substance. No adverse event resulted from the defective monitor. Patient was received a replacement monitor.

Event description:
A physician's asst contacted zoll customer support to report that a (B)(6) male pt's monitor would not power on. The pt was issued a replacement monitor.